Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that during impaction a post on the proximal end of the rasp snapped off in the canal. All pieces were able to be removed.